Event description:
The ge oec 9800 fluoroscopy system was reported to have mixed a foot image in with a vascular study. Reported data mix up. No patient injury or harm resulted was reported.

Manufacturer narrative:
A ge oec service representative investigated the issue and reloaded the system software to restore proper function. The system was tested, found to be operating as intended, and released to the customer for use. No patient injury or harm was reported as a result of the noted malfunction.